Manufacturer narrative:
(B)(4). Date sent: 2/29/2024 d4: batch # unk additional information was requested, and the following was obtained: 1st f/u - additional information assigned to affiliate: 1. Was there any difficulty opening the device jaws? =>yes, there is difficulty opening the device jaws.2. If yes, what steps were taken to open the jaws. =>they can't open it.3. If the jaws could not be opened, how was the device removed. =>they could not open it. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, the jaws did not open after the cartridge was loaded at 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. D4: batch # 579c00. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the jaws in an open position and no apparent damage and with no reload present. During the visual inspection, staples and tissue remained in the jaw were noted. Also, slight damage was noted on the knife. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to check the internal components and the separation of the frame was found. An attempt to reset the bailout system was made, for the firing functional testing, and it was found that the motor on the actual device could be activated with a test battery, and it was confirmed the knife was advanced only a short distance, due to an override lever that was drawn in. It was thought that this actual device could not be fired due to the internal component misalignment by separation of the frame. Due to the condition of the device, no functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device opened and closed without any difficulties noted. The instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the frame is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 579c00, and no non-conformances were identified.